Manufacturer narrative:
This MDR follow-up report #1 is being submitted at this time as the complaint investigation was not detected in the product complaint handling system (solabs) due to unexpected software issues. The purpose of this follow-up report #1 is to update the agency on information of product analysis. As product was not returned, evaluation could only consist of a review of the manufacturing and inspection records of the device. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model 250.) The exact root cause was not determined. The following additional information has been added to this follow-up report. Unique device identifier (UDI) number has been added;. Implant date - correction from (B)(6) 2014 to (B)(6) 2014; explant date - correction from (B)(6) 2014 to (B)(6) 2014. Correction from: (B)(6). Correction to: (B)(6). Product was not returned.

Event description:
The trailing haptic was torn when lens was pushed through the injector. The lens had to be explanted.

Event description:
The trailing haptic was torn when lens was pushed through the injector. The lens had to be explanted.